Event description:
It was reported that during a rotational atherectomy treatment procedure, there were speed issues with the console. The target lesion was located in the obtuse marginal (om) circumflex (cx) artery. Platforming was performed and the speed was set at 150,000rpms. A 1.25mm rotalink burr was advanced to the lesion and the speed decreased to 66,000rpms. Two ablations were completed however, at the end of the second ablation the speed shot up over 200,000rpms and the rotablator console stalled. The system was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a rotational atherectomy treatment procedure, there were speed issues with the console. The target lesion was located in the obtuse marginal (om) circumflex (cx) artery. Platforming was performed and the speed was set at 150,000rpms. A 1.25mm rotalink burr was advanced to the lesion and the speed decreased to 66,000rpms. Two ablations were completed however, at the end of the second ablation the speed shot up over 200,000rpms and the rotablator console stalled. The system was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: the rotablator console and foot pedal were tested together using a rotalink 1.75mm burr. The console rotational speed in dynaglide mode and turbine mode met specifications, maintaining the rpm setting. Examination revealed a front panel fastener loose inside the console leaving a corner of the front panel disconnected from the chassis. The screw was removed prior to testing and does not affect console functionality. The maximum turbine gas/air pressure was slightly low. The low pressure does not affect console functionality and the setting can be adjusted to bring it back within the specified range. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).